Event description:
It is reported that the pt was revised due to breakage.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: according to the product complaint, the znn piriformis antegrade femoral nail fractured postoperatively. It was noted that the pt ambulated full weight bearing without assistance within a few weeks of implantation. This early weight bearing may have contributed to add'l loading on the implant before sufficient bone healing. A complaint history for znn af nails showed only two complaints for the piriformis af nails (including this one), and one complaint for the greater trochanter af nail (not related to a fracture).the af nail could have fractured if the fracture was not properly reduced during the time of surgery, resulting in delayed bone union or nonunion, thus subjecting nail to add'l loading. However, based on the info provided, it is not possible to determine a root cause for this issue. This product will continue to be evaluated for any adverse complaint trends. After reviewing the device history records, they were found to be conforming to the requirement at the time of manufacture. A review of the mfg records confirmed nail met spec.